Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly and motor. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due to blank display. Unit had scratched display window, cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from an insulin leak. The customer had a blood glucose level was 231mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.